Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 was on a patient at home when they heard the turbine get loud, then the unit ended up shutting off. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with tis reported event.

Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit is placed on extended tests using customer's settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to duplicate the reported issue. Unit failed lap top ventilator turbine sound test. The root cause of failure was assembly error (upper bearing shim thicknesses out of specification). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was not able verify the reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. Unit passed 120 hours extended tests at customer's setting with no unusual alarms or conditions occurring. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions. Turbine and power board will be replaced as a precaution. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.